Manufacturer narrative:
Philips received a complaint on the philips efficia dfm100 defibrillator indicating that the device's paddles are not functioning. There was no reported patient involvement. A philips field service engineer (fse) evaluated the device and confirmed the reported problem. The fse replaced the device's external paddles and the device will be successfully returned to service. The device remains at the customer's site. No further action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the paddle is not functioning. There was no reported patient involvement.